Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred. The cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported after a transcarotid artery revascularization (tcar) procedure, the physician inadvertently dislodged a fibrous clot which separated and entered the internal carotid artery (ica) causing occlusion of the vessel. The physician converted to a carotid endarterectomy (cea) procedure to resolve the issue. The patient could not move his right arm after surgery however additional information indicated the patient's condition is improving as he is able to move his arm.